Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's active exhalation control module was found to be broken. The device's active exhalation control module needs to be replaced to address the issue. The device was returned unrepaired to the customer per customer's request.